Event description:
Customer's ot ultra meter was reading inaccurately high. They were feeling dizzy so they began to test their blood. They did a series of back to back readings: 116, 103, 105, 99, 98 and 95 mg/dl. They were still not feeling well so family member called the paramedics. They arrived within 30 minutes and tested their blood sugar on the paramedics' meter, the result was 48 mg/dl. The paramedics took them to the hosp where they were given a glucose IV. They were released from the hosp the same day after their blood sugar was stablized. There were no quality control tests performed on the meter. The meter has been replaced for the customer's comfort.